Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: off-label, unapproved or contraindicated use (infrarenal neck angulation). Film evaluation summary: the exact cause of the low bifurcate implant, leading to the proximal type I endoleak, could not be determined from the pre-implant films provided. Images during implant and post-implant were not available for return. However, it appears very likely that this was due to implanting within the severely angulated proximal neck. Device oversizing, implanting a 28mm bifurcate into the 19mm neck, may have also contributed to the proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 19 mm in diameter to 27 mm in diameter along a 31 mm length. There was severe aortic neck angulation. The infrarenal angle measured 89 degrees. There was no proximal neck calcification. It was reported that the final angiogram revealed that the endurant bifurcated stent graft was implanted lower than intended with a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and aptus endoanchors and the event was resolved. Per the physician, the cause of proximal type I endoleak was due to the endurant bifurcated stent graft being inadvertently implanted lower than intended, due to the severe proximal aortic neck hostile anatomy. No additional clinical sequelae were reported and the patient is fine.